Manufacturer narrative:
Concomitant medical products: unknown ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock, and the right ventricular (rv) lead exhibited high thresholds and high/undefined coil impedances. The lead was capped and replaced. No further patient complications have been reported as a result of this event.